Manufacturer narrative:
Service has been cancelled by (B)(6) hospital. Service called and cancelled (B)(6) the certified biomed. Biomed could not reproduce any system failure as complaint stated. Biomed stated, "ran for a few hours without any further failures or issue. Closing out so# (B)(4) as instructed by getinge service. H3 other text : biomed done the repair.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a system failure, console repeatedly shuts down.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had a system failure, console repeatedly shuts down. There was no patient involved.